Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery intermittently depleted quickly. Additionally, the pump battery could not be charged without maneuvering the cable into the charging port. Blood glucose was not impacted. Reportedly, the issue was resolved after the customer used a different usb cable.